Event description:
Boston scientific received information that this left ventricular (lv) lead displayed loss of capture (loc) at maximum output in any configuration. A revision procedure was performed and the lv lead was surgically abandoned. No adverse patient effects were reported during the procedure.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.